Event description:
It was reported that during implant attempt, the device could not be interrogated. Multiple programmers were used to interrogate device with no success. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. Device interrogated at a distance of 1.75 inches from the programming head of a 2090 programmer.